Event description:
It was reported that, "pt had a revision surgery for adjacent level disease on (B)(6) 2012, where the construct was extended from l5 down to include s1 and ilium. Iliac screws were placed bilaterally using the xia4.5 system. 7.0x60mm screws were used and offset connectors were used bilaterally connected to 4.5mm vitallium rods. The pt returned on (B)(6) 2012, for another revision surgery because the blocker had come out of the offset connector and the rode was no longer seated in the connector. The blocker was removed along with the blocker on the iliac screw and the connector removed. We placed a new offset connector along with 2 new blockers and final tightened."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.